Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "tyvex not completely coming off". This record is for unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6a., d.6b., h.6.

Event description:
Healthcare professional reported "tyvex not completely coming off". Later healthcare professional reported "reason of removal: size exchange". This record is for the left side. The device was explanted, replaced and will not be returned.